Event description:
It was reported that a spectrum pump alarmed downstream occlusion when there was none. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported issue was not reproduced. A review of the event history log revealed ''downstream occlusion!'' Messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.